Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis and the rear case was cracked. The device was tested with an occlusion test. The high-pressure alarm was duplicated during infusion. The downstream sensor was found to be faulty and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a high pressure alarm. There was no patient involved.